Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idvt ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed while the medical team was waiting after completing some ablation passes. They reported not knowing if the effusion was there at the start of the case. They continued to monitor the status of the patient. The pericardial effusion was discovered and confirmed by ultrasound. They stated that the physician continued ablation while monitoring the patient. And at the end, an echo test also showed the effusion. They continued to monitor the effusion throughout the case. The medical intervention provided was a pericardiocentesis and it is unknown at this time how much fluid was removed. The patient was reported to be in stable condition. Additionally, the physician stated that he believes that the effusion may have occurred when the ablator was advanced into the right atrium and there was no yet no visualization of the catheter. Unclear if patient required extended hospitalization. Retrograde needle utilized for transeptal puncture. No steam pop. Correct catheter and flow settings were utilized. Pump switching normally. No error messages. Visualization features utilizes were graph, dashboard, vector, and visitag. Visitag module parameters for stability were 3mm, 3s, 25%, 3g with additional filter of resp adjustment. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.